Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Upon further review of the reported event by ethicon medical safety officer, it was concluded that the postoperative adhesions reported are a known medical complication and a common sequel of abdominal surgery. Therefore, this event and will be captured as a malfunction.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: was the problem mentioned in the complaint related to the device reported? -yes. Is the current patient status known? -transfered to another hospital was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -yes. What were the symptoms the patient experienced? -vomit how was the adhesion identified? -CT test, considered ileus why was the patient transferred? -the original hospital could not provide further treatment. Were there any malfunctions with the device during the procedure? -not sure. The surgeon guessed malformed staples. Why does the surgeon believe that the device caused or contributed to the adhesions as they are a common sequel of abdominal surgery? -unknown. Was there any unusual about this particular adhesion compared to the usual post op adhesions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a lap gastrectomy there was postoperative intestinal adhesion.